Event description:
Customer alleged that head up function doesn't work.

Manufacturer narrative:
(B) (4). The device was evaluated by a baxter service technician for the reported condition of "battery will not hold charge" which resulted in the interruption of patient therapy. The device underwent visual, functional and electrical testing. The reported condition was confirmed during the evaluation as failure code f-6 (low battery voltage [10.4 v or less] was detected) due to a depleted main battery. The device did not meet specification for the reported problem. The main battery was replaced during service to correct the reported condition. The device was repaired, tested, and returned to the customer. No further action is warranted at this time.

Event description:
The facility clinic manager reported a flogard pump in which the "battery would not hold a charge" during patient use. Event resulted in an interruption of patient therapy. The patient was in the general patient ward department of the facility. The clinic manager stated that the pump battery failed approximately 45 minutes after start of infusion of intradialytic parenteral nutrition (idpn) treatment being given to a (B) (6) female. The patient's therapy was interrupted and continued without incident on a different machine. The patient did not suffer any injury. This therapy is given in conjunction with dialysis. Additional information was not available.

Manufacturer narrative:
(B) (4)a request for the return of the device has been made. Should the device be made available for evaluation, a follow-up report will be submitted upon completion of the evaluation or if additional information becomes available.